Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented at a follow-up in-clinic, their right ventricular lead was found eroding through the skin. The patient underwent a laser lead extraction and was stable after the procedure.